Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead. In addition, pacemaker mediated tachycardia (pmt) episodes were observed. The rhythm appeared to be sinus driven. No adverse patient effects were reported. This device remains in service.